Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A 5-pack hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was used during a therapeutic hydrothermal ablation (hta) procedure in 2007. (Patient age and weight are not known). According to the complainant, during the procedure, the physician stated, we had a perfect cervical seal up until about 4 minutes into ablating and then we began to lose a tiny bit of fluid and then patient began to move. Hot fluid came out of the cervix and burned the vagina, lower labia and perennial body (2nd degree). Applied silvidine cream. Completed with another of same device. There is no further information available regarding the patient.